Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces.

Event description:
Customer reported issues with the insulin pump. Customer states that the keys were not working. The blood glucose reading is 169 mg/dl. The insulin pump will be replaced. Nothing further reported.